Event description:
The pt stated that in 2007, her blood glucose was elevated (277 mg/dl) and she began to feel funny. Her normal blood glucose range is 90-150 mg/dl. She then noticed that her infusion device had shut down without warning and the screen was blank. She stated that she immediately changed the power pack and the infusion device began to function properly. She stated that the power packs had been in use for 2 weeks. The pt was using a recalled power pack. The pt was aware of the recall and thought that she only had corrected power packs but indicated she must have somehow used a recalled power pack. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.